Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-13 - eq humeral stem primary, press fit 13mm: b023467 320-02-38 - rs exp glenosphere 38mm, +4mm offset: 7152842 320-10-00 - eq rev tray adapter plate tray +0: b060508 320-15-03 - rs glenoid plate post aug, 8 deg, left: a602205 320-15-05 - eq rev locking screw: a982144 320-20-00 - eq reverse torque defining screw kit: b178458 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: b178974 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: b211737 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: s549186 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: b256774

Event description:
As reported, approximately 1 week and 5 days post the previous left shoulder revision surgery, the surgeon performed a dair (debridement, antibiotics, and implant retention) procedure due to persistent infection, and did a like-for-like exchange of the humeral liner. The humeral liner was undamaged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.